Manufacturer narrative:
DHR trend summary: a review of all gel infection complaints was performed for the period from october 2021 through september 2023 and no adverse trend was found.

Event description:
Patient reported left side "infection" and "textured to smooth." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection (late onset)" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).

Event description:
Patient reported, left side "infection" and "textured to smooth". The device remains implanted.